Manufacturer narrative:
Integra has completed their internal investigation on 10/21/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the black plastic part is burnt at the connection. The coating does not comply with the manufacturing specifications. Marking added. Manufactured on march 2015. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or of drying of the instrument. The instrument has been repaired / modified outside of microfrance by an external contractor no qualified by microfrance. This modification could have weakened the instrument and led to the reported event.

Event description:
It was reported an electric arc when connecting cable and bipolar forceps. The product was in contact with the patient, no patient injury or death alleged. It is unknown if the event lead to an increase of surgery time. Additional information was received. There was sparks and smoke at the connection level between forceps and cable. The issue involved several patients. It was reported that the forceps are not working correctly when needed or don't work sometimes.